Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service representative (fsr) tested suspect roller pump, but could not duplicate the reported issue. The fsr removed roller pump (s/n (B)(4)) from service, installed the customer's spare pump (s/n (B)(4)) and assigned it as the arterial pump. The fsr saved the perfusion screen to a pcmcia card. The unit operated to MFR specifications and was returned to clinical use. The fsr downloaded the software data logs and were received by the MFR on (B)(4) 2014 for further eval. The suspect roller pump was returned to the MFR for further eval.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump shut down and displayed "service pump head". As a result, an alternate system was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.